Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a pairing test was performed and the tests failed. Voltage testing was performed and the transmitter had voltage. There was no shared data log available for review. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter, receiver, and smart device occurred. No additional patient or event information is available.